Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a carotid angioplasty treatment procedure, the stent failed to deploy. This carotid wallstent delivery system was selected; however, the stent did not open during the procedure. The procedure was completed with another of the same. No patient complications were reported and the patient's status is stable. However, device analysis revealed that the shaft and stent were kinked.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent was fully mounted. A visual and tactile examination of the shaft of the device noted that the shaft and stent were kinked at approximately 20mm proximal to the distal tip. It was possible to retract the outer sheath and deploy the stent without any issue noted. Examination of the deployed stent noted that it was kinked at the location where the kink was noted on the shaft. The inner shaft was kinked at 20mm proximal to the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).